Manufacturer narrative:
Add'l info for sculptra (lot # and exp date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. Report coded to mix-up. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company sales rep on 6/16/08: the physician reported that a pt (gender and age unspecified) has received treatment with poly-l-lactic acid (sculptra), (dates unspecified), and has developed bruising, ending up leaving discoloration. The physician stated that it has been a month since the last injection. Discoloration has been treated by bleaching the skin. The physicians think that the discoloration may be due to blood under the skin after last injection. Lot number/expiration and reconstitution info not provided; other medical info unk. No further medical info provided.